Manufacturer narrative:
(B)(4). Investigation results of sheath broken. A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully constrained within the delivery system. A visual and tactile examination found that the sheath was detached where the proximal blue sheath meets the clear guidewire port sheath and the guidewire port was severely damaged and kinked. Functional analysis found that the stent could not be deployed by actuating the handle because the outer sheath was separated. The stent was easily deployed by pulling the tip of the delivery system. There was no damage to the inner shaft, the stent, or the tip of the delivery system. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the physician attempted to deploy the stent. However, the handle has passed the point of no reconstrainment but the stent was still fully mounted on the outer sheath. The fully constrained stent was removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal blue outer sheath was separated from the clear, outer sheath at the guidewire port.